Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicmo12.1; -9.0 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The patient experienced low vaulting. On (B)(6) 2023 the lens was explanted and later on this same date replaced with a longer length lens. This did not resolve the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge vial with residue on the product. Visual inspection found haptic torn. Dimensional inspection found the lens to be within specifications. Claim#: (B)(4).